Manufacturer narrative:
Product analysis:it was confirmed that the stylus would not align with the cursor on the programmer display. Display was repaired and calibrated. The handle was confirmed to be broken and was replaced. The circuit boards and mechanical parts were inspected, the hard drive reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. The programmer was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not align with the cursor on the programmer display. It was further reported that the programmer had a broken handle. The programmer was returned for service. There was no patient involvement.